Event description:
The patient's family member called to report that the needle button is releasing on its own. The family member stated that it may be a bad batch since this has not happened before. The family stated that this has happened with about 4 v-go devices. The v-go devices in question are not available for collection.